Event description:
On (B)(6) 2025, the female patient reached out to indicate ongoing pain in the back and sides of her knee. Follow up visits with the surgeon noted that the acl appeared to be intact but could not explain the pain. An MRI of the knee was completed and the patient indicated the implant failed. MRI impression number 2 states: "irregular appearance of the lateral meniscus is again noted, suggesting tearing and/or postoperative changes. Further differentiation is limited due to paucity of fluid in the joint space.".

Manufacturer narrative:
Procedure was completed on (B)(6) 2024. Follow up visits with the surgeon noted that the acl appeared to be intact but could not explain the pain.